Event description:
It was reported that during a ptca procedure on a restenotic stented vessel, the physician experienced removal difficulties after multiple inflation's. Upon removal it was noted that the balloon was torn and a perforation had occurred. Pt was sent to surgery for repair of the perforation. Pt status is listed as "okay".